Manufacturer narrative:
Product evaluation found lens returned dry in a lens container with clear surgical residue/debris on product. Visual inspection found haptic broken and bent. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Patient code (B)(4): no code available (secondary surgery, lens exchange, enlargement of pi or addition of new pi, enlargement of incision, significant reduction of ica, pigment dispersion). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -15.00 diopter, in the patient's left eye (os) on (B)(6) 2017. The patient experienced excessive vaulting, significant reduction of irido-corneal angles, pupil block with elevated iop, pigment dispersion. The patient also underwent the enlargement of pi or addition of new pi, andenlargement of incision surgery. On (B)(6) 2017 the lens was exchanged for a shorter lens and the problem was resolved. As of the day of MDR submission, the lens not been returned.